Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the patient's device has been activated. The patient's device remains implanted.this is the final report.

Manufacturer narrative:
The recipient has reportedly ceased device use.

Manufacturer narrative:
The patient's internal device was repositioned on (B)(6) 2015.

Manufacturer narrative:
(B)(4). This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Event description:
The patient's device has reportedly migrated. Repositioning surgery is scheduled.

Manufacturer narrative:
(B)(4). The recipient reportedly continues to experience swelling and is not using the device. No further treatment is recommended. This is the final report.

Manufacturer narrative:
The recipient is reportedly experiencing significant edema surrounding the device and the device is reportedly shifting position. The recipient is being monitored.

Manufacturer narrative:
The recipient was treated with steroids; however the treatment has not been successful. The recipient is being monitored.